Event description:
Additional information was received that the rv lead continues to exhibit noise which has led to several inappropriate anti-tachycardia pacing (atp) episodes. It was also noted that noise with increased threshold measurements were observed on the right atrial (ra) lead. The field representative stated that the physician has opted to monitor the issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a low out of range impedance measurement and there is concern over a possible insulation issue. Upon review of the arrhythmia logbook, noise on the ventricular channel with some non-sustained events were also noted. Technical services discussed troubleshooting options with the sales representative (sr). No adverse patient effects were reported. The sr stated that the patient has a follow-up appointment in one week.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This patient expired two months later due to a non-cardiac condition. No further device or lead complaints were reported.